Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss on new session.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A charge/boot test was performed and passed. A review of the downloaded data log did not confirm the reported event of loss of connection. The probable cause could not be determined post-investigation.